Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device displayed a "discharge fault". Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was an adverse effect to the patient.